Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v204342, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient experienced pain at the implantable neurostimulator (ins) site traveling down butt, knee to leg and was noted as sudden. There was no fall or trauma reported in regards to this issue. The patient stated that last 3 weeks it was okay when walking sitting but when turn to right side where ins was, she felt a sharp pains to cheek of but to knees and turn back but the same thing no matter which way same thing. The patient got out of bed, the pain bad and went away after about 5 minutes. It was noted that 2 weeks later an x-ray was performed and adjustments and the pain at the ins site has resolved. Patient's indicator was urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available.